Event description:
Information received indicates the hi/low function is drifting. The facility cleaned the hi/low drive brake assembly, but the bed continued to drift.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.